Event description:
Additional information was received that patient has infection at lead site. As a result, surgery occurred during which the lead was explanted, patient was hospitalized, and patient was later discharged and prescribed IV antibiotics to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the lead site wound was dehisced and there was bloody drainage at lead site. Patient was prescribed antibiotics.